Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/26/2024, it was reported by a facility representative via (B)(4) that an ar-600l battery pack housing was completely split and apart. This was discovered after a shoulder scope with a labral repair procedure on (B)(6) 2024.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-600l serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to damage. A visual inspection indicated that the housing was broken. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.